Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation and root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Please disregard all information that was reported in the initial MDR and follow-up report for report number 3004753838-2018-145257 as this is a duplicate report. This customer complaint has been previously reported in report number 3004753838-2018-127970